Event description:
Soclean2 daily use created allergic skin rash to the ozone. Soclean2 was discarded and rash stopped. Federal government should not be allowing the use of ozone products that create these high residual levels of ozone. Shame on you. FDA safety report ID# (B)(4).